Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that abnormal pace impedance measurements were noted when it comes to the right atrial lead. An increase in pacing thresholds was also noted. Isometrics and pocket manipulation cold not create any noise. A lead fracture was suspected. The patient is not depending on atrial pacing thus the device was reprogrammed and the system remains implanted. No adverse patient effects were reported.